Manufacturer narrative:
The serial number of this device was not legible to determine the manufacture date. The device was evaluated by the manufacturer and the motor showed signs of deteriorating. There were no signs of heat damage. The service repair team replaced the motor and returned the device to the customer.

Event description:
It was reported that the castvac's motor was smoking. This occurred after a cast removal. There were no adverse consequences reported.